Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the clinician reported that the pulse generator has exhibited noise being classified as high voltage rate episodes instead of noise episodes. The patient is doing fine, there had been no intervention.